Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50mg/dl; no exact value was provided. The customer alleged that the low bg level was caused by miscalculating the correction bolus they delivered. The customer consumed juice to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.